Event description:
Device malfunction: cuff miss (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was attempted with the same results. Hemostasis was achieved using a starclose device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device# 1 - proglide (part# 12673-03; lot# 66149-6h) is being filed under medwatch report# 2953144-2008-01578.